Manufacturer narrative:
Conclusion: based on the received information, an incomplete insertion was achieved during the implantation surgery possibly due to unexpected ossification in the cochlea, leaving 5 channels extra-cochlear. Patient_s hearing was affected over time and imaging performed confirmed further migration of the electrode array. Revision surgery is planned but no date has been scheduled yet. This is a combined initial and final report.

Event description:
The user reports a recent worsening sound quality. The changes in hearing started gradually in early 2022. Revision surgery is considered, as the doctor in charge had indicated that the implant is out of place. There is still no date for the new procedure.

Event description:
The user reported in 2023 a recent worsening sound quality. The changes in hearing started gradually in early 2022. The user has been reimplanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information, an incomplete insertion was achieved during the implantation surgery possibly due to unexpected ossification in the cochlea, leaving 5 channels extra-cochlear. Patient_s hearing was affected over time and imaging performed confirmed further migration of the electrode array. This is a final report.